Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg pocket site location. Patient underwent surgical intervention on (B)(6) 2023 where in the patients ipg pocket was revised and the ipg was replaced. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated.